Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their implant site and the issue began a couple of months ago. February of this year. Patient stated they were in the hospital and the hospitalization may have been related to the device because they were having burning sensations in their implant area. Pt noted the nurse took her out of the emergency room and into the van but the pt had a fall. Patient noted when they fell right down on their butt and a burning sensation shot down their whole leg and their legs went numb. Patient also noted their leg would stay numb and then go back to normal then they would go a little bit numb and there was swelling in the implant area. Patient inquired if it was possible to have their implant taken out and patient service reviewed information; pt's hcp noted the hcp could remove the implant but the pt could become paralyzed. Pt called back stating that they were in the hospital and the y were wanting to do a MRI of their spine. Pt was calling for MRI compatibility/eligibility. Pt said that the ins was not charged because the ins site was swollen, tender and sore and putting the recharger paddle over the ins site really hurt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.